Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-sep-12. It was reported that the procedure was done at the end of (B)(6) because the device was at normal battery depletion (end of life) and ¿eri¿ (elective replacement indicator). It was noted to see the attached telemetry. The pump printout showed 600 mcg/ml morphine was being delivered at 99.85 mcg/day. The hcp then reported that no troubleshooting was needed. The patient¿s weight at the time of the event was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine 600 mcg/ml at 100.01 mcg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient¿s pump was replaced because there was a recall. It was noted the patient was due for a replacement anyway and wanted to wait a couple months, but the doctors stated he had to have the replacement immediately. Patient symptoms were not reported and the event date was noted as (B)(6) 2017. Additional information was received from the healthcare provider (hcp) indicated the clinic had received a letter from the device manufacturer regarding a battery field action. She noted that the information from the field action was most likely the information given to the patient. It was confirmed the patient was undergoing a pump replacement for the elective replacement indicator (eri) and they elected to remove the pump early in response to the letter they received. No further complications were reported/anticipated or expected.